Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, "fish scaling" of the stent occurred. The target lesion was located in the mildly tortuous and severely calcified proximal to distal superficial femoral artery. The physician deployed a 6x201x130 innova stent in the lesion and during post dilation with a 5x4 non-bsc balloon the stent "fish scaled". The physician attempted to deploy another 6x60 innova stent, but was unable to cross the proximal collapsing of the stent. The procedure was completed by deploying a 6x60 non-bsc stent inside the innova stent. No patient complications were reported and the patient's status is stable.